Event description:
Bed in storage area, found that CPR was not lowering. No injury reported.

Manufacturer narrative:
Bed located in storage area. Tech found that CPR was not lowering. Cause: CPR plunger was stuck inside, causing not to (lower) release. Cleaned out the rubber tip and reinstalled a new CPR valve, to resolve this issue.